Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user reported that the sound has decreased.

Manufacturer narrative:
Conclusions: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the recipient never had satisfactory hearing benefit with the device. Reportedly the wings of the device were not touching the surface of the skull likely due to an inadequate screw positioning during implantation surgery. Further the recipient experienced pain and redness at the implant site most likely due to the position of the wings and screws causing pressure on the skin. During explantation surgery one screw was stripped and unsrewing was difficult. This is a final report.

Event description:
The user reported that the sound was not optimal since implantation. The device has been explanted.